Manufacturer narrative:
Source of report (literature): seq. No. :1. Author: robin mccall. Journal title: expertclick. Year: 2011. Article title: back surgery patient sues stryker and medtronic for injuries and off label promotion of calstrux / op-1 putty and infuse.

Event description:
On (B)(6)-2011 olympus biotech sales and sales support learned of an adverse event involving a female pt (initials ac) who experienced nerve compression and severe pain in her lower back and extremities after receiving op-1 putty and calstrux for a herniated disc. The article alleged that the use of the op-1 putty and calstrux 'resulted in excessive bone growth and migration' which required revision surgery to remove the 'bone of unk origin'. During the revision surgery, 'in order to fuse the bone, the surgeon used infuse bone graft manufactured by medtronic, inc.' The pt was reported to be on disability as a result of her injuries. No add'l info is expected.